Event description:
It was reported that the patient developed a staphylococcus aureus infection at the lead incision site, which was confirmed by culture test. Symptom of puss under the skin was noted. It was also mentioned that the ipg was no longer working as intended. The patient was treated with vancomycin powder and oral antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6) batch: 211807.

Event description:
It was reported that the patient developed a staphylococcus aureus infection at the lead incision site, which was confirmed by culture test. Symptom of puss under the skin was noted. It was also mentioned that the ipg was no longer working as intended. The patient was treated with vancomycin powder and oral antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility. Additional information was received that the patients infection was not procedure related, however, it was unknown if it was device related. It was also noted that an elective replacement indicator message was received on the remote control (rc), however, it was not determined if the patient was a high frequency user.